Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that application service provider synchronization (asp sync) not working. A technical support specialist (tss) remoted into the system and restarted the asp synchronized. Logged into mql and restarted the synchronization within the controllers. The client was advised that a callback would be made once the synchronized process was complete. After approximately 10 minutes, the client was contacted and confirmed that the machine was fully synchronized. The client verified that patient records were visible and medication dispensing was successfully completed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini application service provider synchronization (asp sync) was not working. However, there were no delays or adverse events or injuries reported based on this event.